Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: a 72-year-old male with a medical history of coronary artery disease, diabetes mellitus, and renal insufficiency underwent implantation of an impella cp device for temporary mechanical circulatory support in the setting of high-risk percutaneous coronary intervention (pci). The device was percutaneously implanted via the right femoral artery prior to pci of the left main and left anterior descending arteries. Interventional procedures included coronary angioplasty, laser atherectomy, stent placement, and intravascular ultrasound guidance. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage a cardiogenic shock, and the final scai classification remained stage a. Impella cp pump 1 was positioned in the left ventricle, the guidewire was removed, and the device was initiated in auto mode. During startup, pump flow increased and then stalled at approximately 1.4 l/min, followed by a decrease to approximately 0.2 l/min. The physician suspected possible interaction between the device inlet and the papillary muscle. Multiple repositioning attempts were performed without improvement in flow. The activated clotting time was reported as 374 seconds. Device insertion was described as uncomplicated, and left ventricular thrombus was ruled out. Based on persistent low flow, the decision was made to explant impella cp pump 1 and replace it with a new device. Upon explant, the device was inspected and found to be free of clot. Due to the patient¿s hemodynamic requirements, the physician determined that continued mechanical circulatory support was necessary to complete the pci. Impella cp pump 2 was implanted and initiated in auto mode without issue. The pci was completed, the impella cp pump 2 was subsequently weaned and explanted with a survived patient outcome. The initial low-flow and pump stall event is consistent with suboptimal device positioning, mechanical interaction with cardiac structures such as the papillary muscles. The event resolved following device replacement, and subsequent impella support was uneventful per information at hand.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemodynamic instability could not be determined due to insufficient clinical information. Regarding the low or blocked pump flow, the cause of could not be determined without the returned product for investigation and sufficient clinical details, including data log. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.